Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump alarmed system error 345 (thermistor disparity). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was the failed upstream thermistor. The ultrasonic sensor requires to replace to address the issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.